Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a motor error alarm, a no delivery alarm and that the up arrow button was not responding. Customer's blood glucose was 449 mg/dl. Customer did not know how issue occurred. After troubleshooting, customer was advised to monitor insulin pump.